Manufacturer narrative:
This event occurred in (B)(6). The service engineer tested the meter and qc was within range. Service then used the sample from the rapidpoint 500 instrument and tested on inform ii meter (sn: (B)(4)) with results of 6.3 mmol/l, 3.5 mmol/l and 6.2 mmol/l. The sample was also tested on a different inform ii meter (sn: (B)(4)) and the results were 6.2 mmol/l, 5.3 mmol/l and 6.4 mmol/l. This meter was also tested with qc and results were within range. Service used strip lot 478530 with an expiration date of 30-apr-2021. The sample was then centrifuged and tested by an unspecified biochemical method with a result of 1.19 mmol/l. Service also performed comparison testing with strip lot 478649 (expiration 30-jun-2021) between 3 inform ii meters and the blood gas instrument. Service used the sample from the patient involved in this event and a different patient also in the cardiac surgery unit. The customer is wondering if the vitamin c given to the patient involved in the event caused the high results in question. For the patient involved in this event: blood gas: 6.4 mmol/l inform (B)(4): 9.7 mmol/l. Inform (B)(4): 9.8 mmol/l. Inform (B)(4): 9.8 mmol/l. Service ran another patient sample for comparison of the blood gas and inform ii meter: blood gas: 12.7 mmol/l inform (B)(4): 14.1 mmol/l. Inform (B)(4): 14.1 mmol/l. Inform (B)(4): 13.8 mmol/l. The test strips were requested for investigation. The product was not returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation stated that the patient was being administered ascorbic acid at the time of the incident. Per product labeling, intravenous administration of ascorbic acid which results in blood concentrations of ascorbic acid >0.17 mmol/l (>3 mg/dl) will cause overestimation of blood glucose results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(4) compared to a siemens rapidpoint 500 blood gas instrument. The customer used strip lot 478712 (expiration date not provided) for the following meter tests: the result from the meter at 12:35 was 5.8 mmol/l. The patient "fell into a coma afterwards." The patient was tested on the blood gas instrument at 13:39 with a result of 1.1 mmol/l. The patient was re-tested on the meter at 13:53 with a result of 4.8 mmol/l. The patient was treated with glucose and regained consciousness. The patient was being administered ascorbic acid (aa) at the time of the incident. No information was provided regarding timing, dosage, or route of aa administered to patient product labeling states: "intravenous administration of ascorbic acid which results in blood concentrations of ascorbic acid >3 mg/dl (>0.17 mmol) will cause overestimation of blood glucose results." The product was not used in accordance with the product labeling in regard to aa (vitamin c), in that aa may cause overestimation of bg results.